Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 10-apr-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump for cerebral palsy and intractable spasticity. It was reported that the patient had a pump replacement surgery performed on (B)(6) 2019. The patient¿s family called late afternoon on (B)(6) 2019 reporting symptoms to the physician. The patient experienced increased spasticity. The patient presented to the emergency room (ER) for evaluation. It was determined that the patient was going through baclofen withdrawal. It was indicated that there was no further information known regarding diagnostics/troubleshooting performed. The patient was taken to operating room (or) for a catheter revision. The complete catheter was explanted. A new model 8598a and model 8596sc catheter component was placed with serial numbers (B)(4). The healthcare provider had discarded the explanted catheter. The issue was resolved. Regarding any environmental/external/patient factors that may have led or contributed to the issue, it wasi ndicated that the patient was symptomatic after pump replacement. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history was indicated as having been requested but was unknown. It was noted that the healthcare provider had no further information regarding the event. No further patient complications have been reported as a result of this event.